Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose level during the incident was 248 mg/dl. Troubleshooting was performed and it was found that there was a rack on the reservoir compartment. The call was dropped before troubleshooting was completed. The customer called back to continue troubleshooting. The customer reported that they had tried different batteries but the insulin pump kept alarming failed battery test. The customer reported that the insulin pump had been dropped. The insulin pump had been cracked for over a year. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received broken belt clip slot.